Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was 52gb. The field service technician (fst) attempted to shrink database manually. The application could not be opened even with administrative access. The fst performed reindex and station database size came to 5gb but unable open app even on cfnadmin. Then fst reinstalled the app after verifying that there were no retry or purge issues on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis machine has crashed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.